Event description:
The customer reported that the system was reported to be buzzing when plugged up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep was unable to duplicate the problem. He verified the power input and voltage levels at output of isolation transformer. The voltage was at 120vac. The system is operational at this time.